Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the underlay implant, the patient experienced tachycardia, diaphoresis, ascites, adhesions, peritonitis, atrial flutter, blood pressure drop, and abdominal pain. Post-operative patient treatment included removal of mesh and sutures and transferred to the ICU.